Event description:
Per independent repair center statement, the irc5po2v concentrator was alarming (red light) and had low o2 (yellow light). The key failure was the pe valve. Additional malfunctions saturated sieve beds and the power switch.